Event description:
It was reported that pump presents a continuous occlusion alarm. There was no reported patient involvement. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspect pump was returned for evaluation. A 12-month service history review was conducted, confirming that the device had not been serviced during this period. Visual inspection revealed no anomalies. Functional testing was performed, during which a continuous occlusion alarm was observed. The complaint was therefore confirmed. The probable cause was determined to be the downstream occlusion (dso) sensor being out of calibration.